Manufacturer narrative:
(B)(4).

Event description:
Noise on the rv lead that caused patient to receive inappropriate shocks. Lead remains implanted at this time.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.